Event description:
It was reported that during a laparoscopic nephrectomy procedure, on the seventh firing on the renal artery the surgeon fired the device and waited 15 second. After the firing, there was significant bleeding. The cartridge had not completely deployed the staples. A clip applier was used to control the bleeding. A new device was used to complete the procedure. The patient is currently okay. The device will be returned for analysis. (B)(4)

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure after placement of the button, the physician looked at the patient's stoma site endoscopically and it was noted there were blue fragments. The physician retrieved the fragments with biopsy forceps. The physician stated the coating of the pull wire was peeled off by the tip of the measuring device. The procedure was completed with this device. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis.